Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 447 mg/dl, which was treated with bolus delivery and set change. Customer reported of being hospitalized due to heart surgery and not diabetes related. Customer believed that high blood glucose was due to life issues and settings. Customer was not able to troubleshoot due to appointment but would call back to continue troubleshooting.